Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Additional information indicated that stimulation was due to the vein position of the lead. This lead was placed in an alternative vein and diaphragmatic stimulation did not occur. Lead revision was performed and remains in service. No additional adverse patient effects were reported.